Event description:
It was reported that the gynecologic laparoscope had a flickering image and stripes. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit is broken, green image and fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: r-unit is broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.